Event description:
The patient experienced unspecified symptoms of baclofen withdrawal in 2008. The integrity of the catheter was insufficiently checked at that time (actual troubleshooting not specified). A fractured catheter was subsequently discovered approximately one year later. Revision surgery was performed in 2009. The end of the catheter was still in the patient's body. The patient had a cerebrospinal fluid leak and headache after surgery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.